Event description:
It was reported that a caucasian female patient underwent breast augmentation with 475cc mentor smooth round moderate profile on the left side, and with 700cc mentor smooth round moderate profile on the right side experienced bilateral breast mass. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Date of implant was updated on (B)(6) 2010 (same as the manufacturing date of left side lot 5986939. Invoice date information unavailable for both serial numbers. Per information received, date of implant was sometime in 2010. Multiple attempts have been made and no clarification has been received. If information is received in the future, it will be updated and supplemental reports will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).